Manufacturer narrative:
Date rec¿d by MFR: 29jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported problem. The fse replaced the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
The customer reported light emitting diode (led) indicator was faulty. There was no patient involvement.